Event description:
It was reported that an one-link non-dehp 3 lead microbore catheter extension set was coming apart and breaking; the tubing was detached by one of the hubs (male luer) resulting in a leak of unspecified fluid/medication. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and the male luer lock came apart from tubing. The other components were observed correctly placed and according to specification. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.